Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a symptomatic patient presented in-clinic for follow-up, post-paced t-wave oversensing on the ventricular channel was noted on a stored egm. Programming changes were made.

Event description:
New information received notes that the suggested programming changes were made.

Event description:
New information received notes that when the patient presented in clinic for follow-up, non-sustained oversensing episodes due to post-paced t-wave oversensing was observed again on stored egm. There was no adverse event to the patient due to oversensing. Device was not reprogrammed. Patient's condition was good.